Manufacturer narrative:
The report of the autopulse platform (sn (B)(6)) displayed fault code 27 (encoder fault) message was confirmed during initial functional testing and archive data review. The root cause of the reported issue was due to the defective integrated encoder, likely attributed to a defective component. The secondary complaint about the platform display not turning on could not be confirmed during the initial functional testing as display was able to turn on. However, unrelated to the reported complaint, the display was missing pixels as a result of damage sustained by the platform during the shipping to the zoll service depot, as indicated by the damaged shipping box and cracked top cover of the autopulse platform. The lcd needs to be replaced to remedy the observed issue. As part of routine service during testing, the platform was examined and, unrelated to the reported complaint, noted a cracked top cover due to the shipping damage that occurred during the transit of the platform to the zoll service depot. The top cover needs to be replaced to remedy the observed issue. During further visual inspection, unrelated to the reported complaint, a corroded metalized inner surface was observed due to fluid ingress contamination throughout the interior of the platform, likely attributed to user mishandling. The interior of the autopulse platform is required to have a bio-cleaning and multiple internal components require to be replaced to address the damage. The platform failed the initial functional test with the fault code 27 error message, thus confirming the customer's reported complaint. The defective integrated encoder needs to be replaced to address the fault. A review of the archive data showed fault code 27 error message to have occurred around the customer's reported event date, thus confirming the reported complaint. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the device check, the autopulse platform (B)(4) displayed fault code 27 (encoder fault) message and also, the platform display not turning on. No patient involvement